Event description:
The ge oec 9800 fluoroscopy sys displayed a communication failure and would not completely boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective single board computer (sbc) that needed to be replaced. The sbc was replaced and the image processor upgraded. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to or would not provide any pt info with respect to this issue.